Event description:
New information received states that the right ventricular (rv) lead was capped to upgrade the pacemaker system and there was no malfunction.

Manufacturer narrative:
Correction : checked study.

Event description:
It was reported that a patient presented to the emergency room on (B)(6) 2017 after receiving multiple inappropriate therapies due to noise on a right ventricular lead. Device interrogation confirmed multiple inappropriate shocks due to noise oversensing. The patient was scheduled for lead revision. The lead was capped and replaced on (B)(6) 2017. The patient was stable before and after the procedure.